Event description:
It was reported that (2) devices were used during a cystoprostatectomy. It was reported by the affiliate that the tlc75 firing knob became jammed or locked out on first firing. Reloaded with a reload and tried to fire again. Same problem. Another tlc75 was used and worked successfully. There was no consequence to the pt.